Event description:
Customer performed back to back tests on the advantage system with results of 388 mg/dl, 552mg/dl, and 188mg/dl. No adverse event was reported. No qcs were run. A request was made for return of the suspect device and a replacement was sent.